Event description:
User received discrepant uric acid results for at least seven pt samples since late 2008. Total number of pt samples involved is not clear. Four examples were provided from six days later. Sample 1 initial result was 0.4 mg/dl, repeat result was 2.8 mg/dl, and repeat result from a week after the original date, on another analyzer was 2.9 mg/dl. Sample 2 initial result was 1.3 mg/dl, repeat result was 9.0 mg/dl, and repeat result from that day on another analyzer was 9.1 mg/dl. Sample 3 initial result was 0.7 mg/dl, repeat result was 5.6 mg/dl. Sample 4 initial result was 0.5 mg/dl, repeat result was 4.7 mg/dl, and repeat result from same day, on another analyzer was 5.0 mg/dl. Only the original discrepant result for sample 2 was reported. The pt was not treated or harmed because of the discrepant result. No other discrepant results were reported. The field service rep determined the gear pump pressure was too low. He replaced the gear pump head and adjusted the pressure. Performance tests were performed.